Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged infection is related to the activ.a.c.¿ therapy system. The article noted, "although the radical free flap has been used for defect reconstruction in head and neck surgery for more than 30 years now, it is frequently associated with post-operative wound complications in the donor area on the forearm." No additional information is available. Device labeling, available in print states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill® therapy system). Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area. Untreated or inadequately treated infection. Inadequate hemostasis of the incision. Cellulitis of the incision area.

Event description:
On jun 15 2018, the following information was received by kci after a review of journal article, koch, michael et al. "Treatment of the donor site of free radical flaps: vacuum sealing versus conventional wound care" acta oto-laryngologica (2017); vol 137, no.12, 1301-1306. Doi: 10.1080/00016489.2017.1357190: per table 1. Distribution of wound complications: 2 out of 83 patients experienced minor infections when using the activ.a.c.¿ therapy system. No additional information is available. The serial number of the devices used were not included, thus a device evaluation cannot be performed.